Event description:
Legal counsel for the patient reported that patient underwent a total left hip arthroplasty on (B)(6) 2006. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2013, due to patient allegations of pain, loss of range of motion, elevated metal ion levels, and metallosis. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received from revision operative notes indicates synovitis with metal staining and what looked like osteolysis. The fascia was atrophic from multiple surgical procedures, and the muscular portion of the greater trochanter had avulsed off the tip. In addition, the acetabulum appeared retroverted. The head was removed and replaced. The cup was removed and replaced with a competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 1 states, "material sensitivity reactions" number 15 states, "elevated metal ion levels have been reported." Number 6 states, ¿inadequate range of motion.¿ number 12 states, ¿trochanteric avulsion or non-union.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-05350 and 1825034-2014-00711)